Event description:
A malfunction alarm, specifically alarm 20, was reported during the load process of a pump. There was no adverse impact to the customer's blood glucose level. The customer did not successfully load a new cartridge, as the cartridge alarm recurred. Technical support assisted in loading a new cartridge but ultimately decided to replace the pump to resolve the issue.